Event description:
The user received erroneous hcg results that were close to zero on two pt samples. Both samples were in ssu gel 10 ml sample tubes and had been centrifuged at the doctor's office and aliquoted into plastic white top 17 mm diameter tubes. Of the data provided, the results for one sample were found to be discrepant. The first sample had an original result of 0.08 uiu per ml and was reported out. The pt was redrawn and tested on the same day, obtaining a result of 150.4 uiu per ml and the user issued a corrected result. On (B)(6) 2009, the user tested an aliquot from the first sample and received a result of 149.1 miu per ml. The erroneous results were reported, but none of the pts were adversely affected. The user stated he thought it was possible that the samples were placed in a rack without the tube adapters causing the analyzer to short sample. The field service rep could not duplicate the issue and checked the analyzer. To verify the analyzer performance, he ran calibration and qc.